Event description:
It was reported to vyaire medical that the lap top 1200 ventilator has main board issue. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed and duplicate the reported problem. Investigation revealed pressure led located on gdi1 failed internally. The assembly lap top ventilator mainboard will be scrapped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.